Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Under our manufacturing process, inspections are performed for all the products by automatic inspection machine installed on our automatic assembling machine after adhering luer adaptor hubs and needle tubes, and after adhering wing needle hubs, tubes and connecters. Moreover, inspection machines are routinely checked and maintained. Therefore, the possibility that clogged products are flowed and shipped out is very low.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the blood did not flow into the tube. The following information was provided by the initial reporter. The customer stated: "the connecting tube had a constriction that did not allow the blood to flow into the tube. The blood sampling was repeated using another device. Consequence: discomfort for the patient, who underwent venepuncture twice due to the needle defect."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the blood did not flow into the tube. The following information was provided by the initial reporter. The customer stated: "the connecting tube had a constriction that did not allow the blood to flow into the tube. The blood sampling was repeated using another device. Consequence: discomfort for the patient, who underwent venepuncture twice due to the needle defect."